Manufacturer narrative:
Findings: unit alarmed compromised force sensor system at 3.5 lbs during prime test due to slightly loose drive support disk. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with scratched display window. Unit received with stripped battery cap coin slot.

Event description:
It is reported that the customer had high blood glucose levels of 220 mg/dl. The mother of the customer reported a compromised force sensor system error from the insulin pump. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer has already disconnected from the insulin pump and has also reverted to a back-up plan per the health care provider's instruction. No additional information is provided.